Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the patties came detached from string. Issue was detected before procedure.

Manufacturer narrative:
The surgical pattie (ID 245404) was returned for evaluation. Unique device identification (UDI) - (B)(4). Failure analysis - the pattie/strip unit was inspected using the unaided eye. It was found that two of the patties had no strings attached. The failure evaluator performed pull testing on the remaining patties in the package and found that they all met specifications for string bond strength. Without a lot number, the machine records and operator records cannot be reviewed for conformity. Root cause analysis- the root cause is undetermined and was unable to be confirmed in the complaint evaluation. Potential root causes include string breaks due to knots present in material, insufficient string tension, string improperly unwinding from spool, or not attached during production.